Manufacturer narrative:
(B)(4). The event was confirmed with the product head received. Visual inspection of the head identified dark debris on the surface of the conical taper. No other damages were noted. Sem analysis revealed deposits on the taper surface and circumferential grooves, possibly from contact with the surface texture of the stem's taper. Axial wear or corrosion marks, and surface pitting were observed in the taper. Quantitative eds of the taper's surface identified biological material containing some or all of c, o, na, mg, p, s, and ca. Cocrmo substrate material showing elevated levels of cr, mo, and o, possible evidence of corrosion products. Eds analysis of the polished bearing surface of the head was consistent with cocrmo alloy. No other issues were noted. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01073. 0002648920-2020-00201.

Event description:
It was reported the patient underwent a revision procedure due to pain and signs of osteolysis. It was noted the head and liner were removed and replaced. No further event information available at the time of this report.